Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to force sensor damage by moisture. The insulin pump was unable to verify prime alarms or perform prime test, excessive no delivery test or occlusion test due to motor error alarms. The insulin pump was received with operating currents within specification. The insulin pump passed self-test and displacement test. The motor was received with corroded motor home switch. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads, minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a delivery anomaly and that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 350 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.